Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff alleged that the tip cover part of the monopolar curved scissors instrument was broken. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint the tip cover part of the instrument was broken off was confirmed. The instrument's tube extension was found to be dislodged from the main tube. The entire tube extension wall was circumferentially broken at the base of the axial keys. As a result, the tube extension was able to be rotated 360 degrees. No pieces were observed to be missing. Engineering concluded that the damage was possibly due to excessive side loading or another type of mishandling. Electrical continuity testing of the instrument passed. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Multiple attempts by intuitive surgical inc. To contact the site for follow-up information have been unsuccessful at this time. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.